Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2024, patient contacted support asking if they could change only the cartridge. Agent verified the infusion set had been placed three days prior and advised that all supplies should be changed together. During the supply change, patient rushed through the process and did not follow instructions, failing to lock the luer connector properly. The cartridge came out of the chamber, and the patient forced it back in, resulting in insulin leakage at the site. Agent instructed patient to gather new supplies and guided them through a proper full supply change. Insulin delivery resumed successfully. Blood glucose was elevated to 203 mg/dl due to the delay in completing the supply change. No professional medical intervention or additional assistance was required. No immediate health effects were reported.